Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05217. It was reported that speed was unstable, burr became stuck on rotawire and rotawire fracture occurred. The target lesion was located in a coronary vessel. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During procedure, it was noted that a large capacity of nitrogen gas was supplied and the burr rotated at high speed. Furthermore, it was noted that the burr became stuck on the rotawire and the rotawire became separated. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rotawire and burr were never used inside patient and that the burr became stuck on the rotawire outside the patient's body. The patient's condition post-procedure was stable.